Event description:
It was reported that during endobronchial ultrasound (ebus), bronchoscopy procedure, a balloon was positioned on the end of the scope. At the end of the procedure, the balloon was not on scope, so the patient was extubated. Patient re-sedated and laryngeal mask airway (lma) was used, and entire lung field was re-examined. No balloon was able to be retrieved. Follow-up has been conducted and pending additional information.